Event description:
It was reported the patient had their implantable neurostimulator (ins) explanted sometime in (B)(6) due to an ongoing skin-level infection. The patient was re-implanted on (B)(6), with a different ins. It was reported the infection was located at the ins site. The ins was removed, replaced and it was noted the patient was doing well.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).